Event description:
Customer reported since she received her new insulin pump, her blood glucose has been running high. Customer's blood glucose was 527 mg/dl. She treated with a manual injection and the device and now her blood glucose is 410 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The date was incorrect, so customer fixed it. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).